Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Reporter alleged obtaining the results of 78 mg/dl and 155 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she ate something because she felt a little hypoglycemic. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she no longer has the strips, so no product will be returned for evaluation.